Manufacturer narrative:
Lot#: d5j047100. In this case, three organs, a liver, and two kidneys, were harvested from one donor at health center using viaspan as the preservation agent. These three organs were then transplanted into three different recipients each at different hospitals. The clinical status of the three recipients is as follows: a kidney recipient became septic, tested positive for candidiasis and expired due to septic shock. Another kidney recipient was treated prophylactically with antifungals and is doing well clinically. A liver recipient tested positive for urinary candidiasis and is presently not doing well clinically. It is important to note that there are many points, other than the viaspan solution, in this transplantation process of harvesting, flushing, preserving, storing, flushing and surgically transplanting where the contamination may have occurred. All parties involved in this issue are unsure as to the where in the transplantation process the contamination occurred. All parties are continuing to investigate. Lastly, a rep. From organization of transplantation informed barr that hospital center was also testing samples from the two lots for yeast in their microbiology lab. Hospital center stated that the product had no yeast detected after 48 hours and that further results would be available on june 27, 2006. The rep. Further stated that it was unknown if the viaspan solution was contaminated after opening; however, there was no obvious breach in protocol. She added that the other transplant facilities were notified of the suspected contaminated viaspan lot numbers and were advised to replace those lots with another lot number or use an alternative storage solution, pending the investigation. The recommended additives (penicillin g, dexamethasone, insulin) were not known to have been added to formulate the final solution of viaspan. It is not known if an in line pall blood transfusion filter was used to filter viaspan, as per the label. The nephrologist stated the cause of contamination is unk. Cultures of the suspected lots are pending.

Event description:
Information was received regarding a liver transplant in 2006 in a male pt. Viaspan cold storage solution for preservation of intra-abdominal organs (kidneys, liver, and pancreas) was used to preserve the liver organ after harvesting from a donor. The used solution carrying the liver was not cultured. Post-surgical transplant, the recipient pt's urine tested positive for candida. The etiology of the candiduria is unk. It was reported the pt is in renal failure and is not clincally stable. Two lots of viaspan cold storage solution are suspected for contamination with candida (lot# d5f217100, expiration 6/2006 and lot# d5j047100, expiration 10/2006). At this time, we do not know if the recommended additives and if the in-line pall blood transfusion filter were used. The cultures of the suspected lots viaspan are pending.